Event description:
Received information that the patient was removed from the patient due to a ventilator malfunction. There was no patient harm or injury reported as a result of the event. Covidien inspected the device and replaced the graphical user interface cable. The ventilator passed all testing.